Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis revealed that this device recorded several errors and resets associated with radiofrequency telemetry. The most recent update confirmed the device was functioning as expected, however device replacement was recommended. This device was subsequently explanted and replaced. This device was unable to be interrogated prior to and during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market laboratory, a thorough investigation was completed. The review of the device memory confirmed there were a large number of resets related to telemetry. Inspection of the ccoup capacitor and utic chip revealed there was solder creep and the appearance of a crack at the end terminals. Damage to this capacitor was noted that this can lead to telemetry communication issues resulting in the displayed battery depletion error.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis revealed that this device recorded several errors and resets associated with radiofrequency telemetry. The most recent update confirmed the device was functioning as expected, however device replacement was recommended. This device was subsequently explanted and replaced. This device was unable to be interrogated prior to and during the explant procedure. No additional adverse patient effects were reported.